Manufacturer narrative:
Updated: d8, d9, h3, h4, h6, h11. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported leds remaining lit on the front panel issue could not be determined, however, the issue was likely the due to a faulty front panel circuit board. Additionally, a definitive root cause of the observed illumination light/no light output issue could not be determined, however, the issue was likely the result of a faulty filter unit. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center light-emitting diodes (leds) remain lit on the front panel. The issue occurred during preparation for use. There were no reports of patient harm.